Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately two weeks post implant the right ventricular (rv) lead exhibited no capture at max output in unipolar pacing configuration. The rv lead had dislodged and moved from septal location to apical and suspected perforation was noted. The physician opted to replace the right atrial (ra) lead in case the perforation was due to the lateral ra position. Both rv and ra leads were removed and replaced. No further patient complications have been reported as a result of this event.